Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: inspection of the one of the blockers revealed no deformation and indentation on its base. This suggests that the blockers did not experience a sufficient tightening torque. No relevant manufacturing issues were identified as all released units met stryker specifications. Conclusion: the most likely cause of the customer reported event is an insufficient tightening torque during final tightening.

Event description:
Primary surgery (l4/5/s plif) was performed more than 10 years ago, other companies products were used. After that, all the product were extracted and l3/4 were fixed with xia3, because the adjacent segmental diseases on l3/4. Then, a loosening of l3 right blocker and a backout of l3 left screw were found. Revision surgery was performed. L3 screws and all blockers were exchanged.

Event description:
Primary surgery (l4/5/s plif) was performed more than 10 years ago, other companies products were used. After that, all the product were extracted and l3/4 were fixed with xia3, because the adjacent segmental diseases on l3/4. Then, a loosening of l3 right blocker and a backout of l3 left screw were found. Revision surgery was performed. L3 screws and all blockers were exchanged.